Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having poor coupling with recharging. The patient reported the recharger battery only lasts less than a day before it depletes down to a quarter charged. Additional information was received from a manufacturer representative who reported the patient was unable to keep a good connection between the recharger and ins. It was also reported that the patient has lost about 25 lbs since implanted and indicated that the battery site was slightly painful. No further complications were reported and/or anticipated. The manufacturer representative reported that the patient consult a surgeon but they had no further information at that point. Additional information received from the representative reported that the patient was going to see a surgeon on (B)(6) 2017 to get a consult for a pocket revision and battery replacement. Additional information received from a manufacturer representative reported that the patient was scheduled for a pocket revision surgery the following day. The doctor would be moving the ins pocket superior to the old pocket. Additional information received from the manufacturer representative confirmed that the battery was replaced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on (B)(4) 2019 reporting that a few years ago the implantable neurostimulator (ins) floated to the other side of their body. A revision was performed on (B)(6) 2017. No further complications were reported.